Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having recharging issues with the implanted device. The patient stated that "it would not charge and wouldn't work properly when he tried to charge it." The patient further noted that "he thought it was under charged" and that the device had not worked since "he went through the x-ray machine at the airport." The patient also stated that he "would prefer to have it fixed without resorting to surgery." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.